Event description:
Procedure: endovascular repair of abdominal aneurysm. Device failed during surgery (multiple proglides opened due to failures) sutures not catching or pulling complete out. 3 out of the 7 opened for this case worked. Tech even opened another box to give them a different lot number, physician has used these for years. Likely not operator error, we have seen a lot of failures with these over the years. Eventually closed with an 8f angio seal. Thankfully, this alternate device worked, and they did not have to cut down to close the artery. Reference report: mw5117611, mw5117612, mw5117614, mw5117615.